Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with contrast and blood in the balloon and lumen. There were numerous hypotube kinks. The balloon, markerbands, proximal bond and tip were microscopically examined. There was tip damage. A longitudinal tear was identified in the balloon wall. Functional testing was completed using a thruway .014 guidewire, as the guidewire used in the clinical event was not returned for analysis. The thruway guidewire was advanced through the tip and guidewire exit notch. No resistance was felt and the difficulty was not confirmed. Microscopic examination of the balloon presented no irregularities in the balloon material, markerbands and proximal bond that could have contributed to the damage. Review of the product specification was performed which indicates the rated burst pressure (rbp) of the complaint device. With the reported information, there is no indication the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture and catheter entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery (rca). A 2.25 mm x 8 mm nc emerge® balloon catheter was advanced for dilatation. However upon the first inflation at 20 atmospheres for 10 seconds, the balloon ruptured. The device was removed from the patient's body but the non-bsc guide wire became stuck so the devices were pulled together as a whole system. The procedure was completed with a 2.25 mm x 100 mm non-bsc balloon catheter. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture and catheter entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery (rca). A 2.25 mm x 8 mm nc emerge® balloon catheter was advanced for dilatation. However upon the first inflation at 20 atmospheres for 10 seconds, the balloon ruptured. The device was removed from the patient's body but the non-bsc guide wire became stuck so the devices were pulled together as a whole system. The procedure was completed with a 2.25 mm x 100 mm non-bsc balloon catheter. No patient complications were reported.